Event description:
On 09/17/2025, the user reported that their blood glucose (bg) was high, measuring 448 mg/dl, following a supply change earlier in the day. It was identified that the cartridge was not fully attached. Troubleshooting was completed with no issues found with the infusion site or infusion set, and the user was reconnected successfully.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.